Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer was vomiting and not feeling well. Customer was experiencing high blood glucose for a couple of days. The morning of the incident the blood glucose reading was 292 mg/dl. Customer was hospitalized for three days. Nothing further reported.